Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs showed the pump flow saturation and purge pressure rise trend and several impella position alarms in the aorta/ventricle were reported. Based on given clinical details and the data log review, the cause of the ventricle perforation issue was improper positioning of the device, and the cause of the saturated pump flow issue was most likely biomaterial.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The user facility reported a 73 year-old female patient with a coronary artery bypass graft was implanted with an impella 5.5 device for mechanical circulatory support. The medical staff found the impella 5.5 device against the septum. The doctor retrieved the impella and determined it had been too shallow. Once advancing the impella pump again, the doctor noticed pooled blood in the patient. The left ventricle was perforated, and the automated impella controller was alarming for flow saturation. The impella ingested tissue or a clot. The impella was removed, and the perforation was repaired.